Event description:
It was reported that the patient is experiencing pain. Patient is being considered for revision; however, no revision procedure has been reported to date. It was noted that the implant is sitting proud.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.